Manufacturer narrative:
Results and conclusion summation - restenosis and angina, in the IFU are know adverse events associated with coronary stenting. The xience v stent was used to treat a restenosed stent, which is considered off label used, the IFU states, "the xience v stent is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm." The IFU also mentions "safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: previously stented lesion, in-stent restenosis..."

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt underwent stenting of the pre-dilated restenosed competitor's stent in the dist lad. One xience v stent was implanted. In 2009, the pt experienced unstable angina. The pt was admitted to the hospital four days later, for eval of increased chest pain over the previous 4 days. An angiogram was not performed during this hospitalization. An unk medication was administered. The pt was discharged on a week later, the condition was continuing. The pt was rehospitalized two days later, and an angiogram revealed 100% occlusion to an unspecified stent within the distal lad, presumed late. The pt underwent percutaneous coronary intervention. The pt was discharged six days later. There was no additional information reported. No additional event or pt information is available.